Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement procedure. Once inside the pocket, the physician noted that the pacemaker's set screw was stripped. The entire pacemaker had to be dismantled to switch the ventricular lead out. Patient was stable after the event.